Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, it is presumed that this event might have occurred due to the following. - after the procedure the reprocessing around the forceps elevator by the user was insufficient. - the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the subject device immediately after the procedure. The instruction manual of the subject device states appropriate reprocessing method. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that forceps elevator had foreign material. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.